Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high threshold measurements, low sensing measurements and no capture despite maximum device output. A micro-dislodgement of the lead was suspected and a revision procedure was performed. The lead was removed from service and replaced. No additional adverse patient effects were reported.